Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) display went out. Everything was plugged in, but it would not turn on. The customer was contacted to see if the issue was resolved, or if the unit was going to be sent in for repair. However, they have been unresponsive. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display went out. Everything was plugged in, but it would not turn on. The customer was contacted to see if the issue was resolved, or if the unit was going to be sent in for repair. However, they have been unresponsive. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display on the central nurse's station (cns) went out. Everything was plugged in, but it would not turn on. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: during a follow-up with the customer on 11/16/2020, it was indicated that it might have been the remote display that had lost power, and that the issue could be related to their facility power situation. There are frequent power related events that occur at the facility. Customer indicated that they would get a ups to address this issue. A review of the history of the serial number showed that a ticket was opened on 7/16/2020 due to their cns remote display turning off. It was identified in the ticket that a generator test was the cause of the issue. Based on the available information, the most probable cause of the issue is facility power environment. A ups would prevent devices to suddenly shut down when a power issue occurs.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display went out. Everything was plugged in, but it would not turn on. The customer was contacted to see if the issue was resolved, or if the unit was going to be sent in for repair. However, they have been unresponsive. No patient harm was reported.